Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level under 40 mg/dl due to the settings "not being right" for the customer's body. Customer consumed carbohydrates to address bg. The customer consulted with healthcare provider and adjusted the basal rate settings to address the issue.